Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) lld cut/cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due upgrade. A spectranetics lld e lead locking device (lld e) was inserted into the lead to provide traction. Beginning with a spectranetics tightrail rotating dilator sheath, advancement was made to the subclavian and slight calcification was encountered. However, once past the point of the occlusion, the decision was made to abandon the procedure as it was too risky to continue. Attempts to unlock the lld e were unsuccessful; therefore, the rv lead, along with the lld e, were cut/capped and remained in the patient. The patient survived the procedure. This report captures the lld e within the rv lead, which was cut/capped and remained in the patient.